Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the physician could not clear the catheter during the pump replacement procedure, so was questioning catheter function. The physician then decided to inject contrast into the catheter (the patient received a 5.24 mg bolus) and then the catheter was clear. The patient had no symptoms at the time of this report. The device system was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products - corrected/additional information: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Corrected information: additional device information was received which now indicates that the correct manufacturing site number is (B)(4).

Event description:
Additional information was received and it was reported that the patient was doing well. The patient had no adverse effects from the pump replacement or bolus.